Event description:
Patient for arthroscopic menisectomy of right knee. An arthroscopic pump was utilized to expand the knee capsule and increase visualization. During preparation of the medial portal site, a pop was experienced at the knee. The knee was visualized to be filled with an excessive amount of fluid. At this point, the device alarm sounded. The pump was removed and tested. The pump was noted to be flowing excessively. A rupture of the patient's knee joint capsule was visualized with the arthroscope. Significant leg edema was noted the patient was admitted to the hospital for observation.